Event description:
It was reported that the patient developed an infection at the battery pocket site. The wound was washed out and patient was prescribed with intravenous antibiotics. The patient is currently doing well.